Manufacturer narrative:
Correction: d9 - date of return should have been 25mar31 on the initial MDR. It was reported as 30mar21 in error. Manufacturer narrative: received four 138114a unopened in original packaging. The lot number of the device was verified. A visual inspection found the corner two devices was slightly opened; one was opened more than the other with the heat seal lifting. Two devices had open holes in the packaging. A functional test using dye leak testing was performed on one device which indicated the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised sterility guaranteed unless package has been opened, broken or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.